Manufacturer narrative:
Product analysis: it was determined on analysis that the liquid crystal display (lcd) of the external pulse generator (epg) and main board failed final tests. It was also noted that the epg failed for lcd backlight on-off difference. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.